Event description:
Procedure: tonsillectomy. Reportedly, flames ignited in the pt's mouth. The flames were immediately extinguished. The burns inside mouth were not extensive, but included inner left cheek, left side of tongue and tip of tongue, and one spot on the uvula. Burns were described as first degree. Following the case, the pt was transferred to the hospital ICU for observation overnight. No problems were encountered. This surgeon did not routinely use wet throat packs during t+a surgeries. The et tube was uncuffed and the pt was reportedly between sizes so the smaller size tube was used. The account feels the suction was not far enough back in the throat during the procedure. They have implemented various procedures to avoid this in the future.